Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had their ins replaced because it "stopped working". Pt stated every time they got a new implant it was because it stopped working. Agent tried to clarify if this was due to normal end of service life and patient stated they don't know as were not informed of any further information other than that it "stopped working". Patient stated this started sometime in 2018.  No further action was taken by patient services. No further patient complications are anticipated or expected as a result of this event.